Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro (B)(4): it was reported that the pump doesn't retain the date/time. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. Reinstalled the software applications. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.